Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent surgical procedure on the foot. Allegedly, the internal compression screw broke during compression. The surgeon used only trans calcanean screw. The surgery time was extended by an hour.